Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a shunt revision after the shunt was in place, the surgeon pressed on the dome of the valve, and cerebrospinal fluid came out of a hole in the delta chamber. Per the manufacturer representative, the surgeon felt comfortable leaving it.